Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was in a severe thunderstorm, the insulin pump was exposed to fluid, and she had left it in some rice to dry out. Customer stated that she had gotten the insulin pump working again, but then the button error alarm reoccurred. The blood glucose reading was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.